Manufacturer narrative:
The customer reported that their unit is no longer booting after a power outage. Biomed stated that they had a generator test after which they lost power, which caused the central nurse's station (cns) to go down. When they tried to boot this unit up, it got stuck on the bios screen. No harm or injury was reported.

Event description:
The customer reported that their unit is no longer booting after a power outage. Biomed stated that they had a generator test after which they lost power, which caused the central nurse's station (cns) to go down. When they tried to boot this unit up, it got stuck on the bios screen. No harm or injury was reported.